Event description:
Infant temp to be 101.9ax after transfer from neonatal intensive care unit. Isolette was on pt control with settings of 98.2 for control temp air temp was 97.8, skin temp said 102.o. There appeared to be a malfunction with the pt control mode. No pt injury or transfer.